Manufacturer narrative:
The escape button was unresponsive due to a flattened button dome switch. The battery out limit alarm could not be verified due to unresponsive buttons. No moisture damage was noted on the electronics. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
Customer's father reported that the buttons on the insulin pump are unresponsive. Father also reported another error alarm and stated that they were unable to clear it. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.